Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon testing of the device, the three first sequences of firings, the clips were cycled, fed and formed as intended, then the remaining clips were ejected and then, the device locked out as intended. It could not be determined what may have cause the found condition. However, an investigation has been initiated to address the potential root cause of the dropping or ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, clips did not close. No further information is available. There were no adverse patient consequences.